Manufacturer narrative:
Updated fields: e3, h2, h3, h6, and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reported foreign material could not be identified, and a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use (IFU) which state: labeling as result of confirming contents of instruction manual at the time of shipment, following sections have descriptions about reprocessing. Chapter 6 compatible reprocessing methods and chemical agents; chapter 7 cleaning, disinfection and sterilization procedures; chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited the nozzle was clogged with foreign material. There were no reports of patient involvement.